Event description:
Customer has been using our product for more than 6 years. This last box of dressings has not worked for her. She said that since we have changed this product, it has not worked as well for her. The style that had the two pull off papers worked well. The product with the 3 pull off papers does not. These tabs are harder to pull off but the bigger problem is that with this box the dressings do not have enough adhesive to adhere to her skin and her cannula and come out at least 6 times over a 3 month period of time. She puts the iv3000 on her skin and then inserts the cannula, and then attaches her infusion set. She said this is what mini med told her to do years ago and has followed this technique. She purchases her products including her box of iv3000 dressings from mini med.

Manufacturer narrative:
Samples have not yet been received from the customer. Upon receipt of samples, they will be forwarded to the manufacturing site for evaluation. Investigation results will be submitted in a supplement report. Add'l lot #s: 14459 and 05:07.